Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found, what appeared to be oil, inside the suction device after he/she opened the package.

Manufacturer narrative:
The reported issue (it was reported that there were some dots inside the device prior to use) was confirmed. During visual inspection a foreign material in the component was found. The foreign material was found inside the wall of component, and was molded by the supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the user found, what appeared to be oil, inside the suction device after they opened the package.